Event description:
Recurrent inadequate shocks were reported and the lead was explanted and replaced. It had been placed over the subclavian; no fracture was noted via x-ray. No further complications have been reported as a result of this event.